Manufacturer narrative:
Investigation summary: the samples received as part of this complaint confirms foreign matter on the plunger. The root cause of this complaint is associated with the moulding machine. It is possible there was an issue with the gates on the moulding machine, therefore causing particle build up to transfer onto the molded components. This is an isolated incident but will be closely monitored going forward. DHR: the non-conformances were reviewed for this batch and there was no record of non-conformance associated with this batch.

Event description:
It has been reported that the syringe 10ml saline xs has been found containing foreign matter before use. The following has been provided by the initial reporter: black particles on the plunger: lot 9087847. Torn packaging : lot 9094918. Dented packaging on the luer : lot 9074905. Empty packaging: the complete syringe is missing : lot 9087847.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9087847. Medical device expiration date: 2022-03-31. Device manufacture date: 2019-03-28. Medical device lot #: 9094918. Medical device expiration date: 2022-03-31. Device manufacture date: 2019-04-04. Medical device lot #: 9074905. Medical device expiration date: 2022-02-28. Device manufacture date: 2019-03-15. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the syringe 10 ml saline xs has been found containing foreign matter before use. The following has been provided by the initial reporter: black particles on the plunger: lot 9087847. Torn packaging : lot 9094918. Dented packaging on the luer : lot 9074905. Empty packaging - the complete syringe is missing : lot 9087847.